Event description:
Customer had been hospitalized for low blood sugar levels. It was indicated that the customer did not disconnect during the manual prime and primed the entire reservoir of insulin into body. It was verified that the customer's setting were correct.